Event description:
It was reported that during a rectum procedure, the device cut but did not staple. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.